Manufacturer narrative:
H11: additional manufacturer narrative: (investigation findings, and investigation conclusions). A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error ((B)(4)). Engineering evaluation summary: there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was reported that a 25mm 11500a resilia aortic valve in aortic position was explanted after an implant duration of 3 years, 10 months due to unknown reason. The replacement valve is a 25mm 11060a konect aortic valved conduit.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.